Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon attempting to access measured data the message, -data not read- appeared. Previous measured data from (B) (6) 2009 was 2.72 v, 10 ua, and 8.9 kohms with an estimated 7 to 10 months remaining to elective replacement indicator. The pulse generator was explanted and replaced.